Event description:
It was reported that during a stenting treatment procedure stent damage and malapposition occurred and subsequent to the stenting treatment procedure stent thrombosis occurred, the patient experienced myocardial infraction and ventricular fibrillation and the patient expired. The patient presented with stent thrombosis, st elevated myocardial infarction and ventricular fibrillation. Within the previous 2 weeks a 4.00x24mm omega stent had been implanted in the tight and severely calcified right coronary artery (rca). The physician reviewed the images from the index procedure and identified that the 4.00x24mm omega stent had been implanted in the ostium of the rca. The physician noted that the omega stent was malapposed and that a portion of the proximal end was located in the aorta. It was also noted that during post-dilation of the omega stent the al1 guide catheter bumped the proximal end of the omega stent resulting in stent deformation. The physician felt that the stent thrombosis was located at the deformed end of the 4.00x24mm omega stent. The physician attempted to access the rca multiple times and was eventually successful in crossing an unspecified guide wire via a guide catheter that was "free-hanging" in the aorta. Multiple dilations were performed with 2.50mm and 3.50mm unspecified balloon catheters. A 4.00x16mm omega stent delivery system was advanced to the rca and deployed within the 4.00x24mm omega stent. The lesion was post-dilated with an unspecified balloon catheter and the physician felt that the result was satisfactory. The patient was transferred to the intensive care unit and expired later that day. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The reported death, myocardial infarction and stent thrombosis are included in the list of potential adverse events in the omega directions for use (dfu). The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).